Event description:
It was reported that an asymptomatic patient presented in or for device upgrade. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received the lead was returned in two pieces. Analysis found internal abrasions at several locations between 7.4cm and 13.6cm from d istal tip. External abrasion was noted near the proximal end at 46.4cm to 46.6cm consistent with abrasion caused by friction to the ICD can.